Event description:
Info rec'd indicates the head up function is not working on the bed.

Manufacturer narrative:
The technician isolated the issue to the head up valve seat sticking in the port. The technician replaced the head up valve and the bed functioned properly.